Manufacturer narrative:
The explanted device is not available for evaluation as it was discarded at the hospital. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm 7300tfxj pericardial mitral valve, implanted approximately seven (7) years and eleven (11) months, was explanted due to mitral stenosis secondary to pannus overgrowth. The device was originally implanted for mitral valve replacement with a concomitant tricuspid annuloplasty repair with a mc3 ring. The device was explanted and replaced with a 25mm 11400 pericardial mitral valve with no adverse patient events reported. The device was not returned for evaluation as it was discarded at the hospital. Upon the valve explant, pannus overgrowth appeared to be fused one of the commissures and restricted one of the leaflets mobility. The leaflets also appeared hardened. There was no allegation of device malfunction.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on the available information, progression of the patients underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction likely contributed to this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.